Event description:
It was reported that the patient had the artificial urinary sphincter (aus) that was implanted for approximately 8 years, removed as the patient and physician recently were unable to inflate the cuff and therefore became incontinent again. The cause of failure was unknown but a fluid leak was suspected. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient outcome post revision was good.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) that was implanted for approximately 8 years, removed as the patient and physician recently were unable to inflate the cuff and therefore became incontinent again. The cause of failure was unknown but a fluid leak was suspected. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient outcome post revision was good.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis did not confirm a malfunction with the balloon component and was unable to confirm the reported urinary incontinence issues. Product analysis confirmed a device malfunction with the cuff. A tear that extended to the filament was identified in the pump kink resistant tubing (krt). The tear caused a fluid leak and is consistent with wear and material fatigue. Device history record (DHR) : the lot information was not provided for the returned components so a DHR review could not be performed. Device technical analysis : returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. Wear was identified on the balloon kink resistant tubing (krt). No further damage or abnormality was noted, and no leaks were identified in the balloon or the krt. The balloon was not functionally tested because there was no device allegation made against the balloon component and further testing did not deem necessary as a malfunction was identified in the pump component. The cuff component was visually inspected, microscopically examined, and tested for leaks. Wear was identified on the cuff kink resistant tubing (krt) that was consistent with "rubbing" most likely from the balloon or pump krt. Scaling was also identified on the cuff backing. However, no leaks were identified. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion of known inherent risk of device was chosen because the reported adverse event (urinary incontinence) is included as a potential adverse event within the product labeling.